Manufacturer narrative:
Sc-1132 (sn (B)(4)), device evaluation indicated that the device passed all tests performed. The source of the complaint was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was having drainage at the ipg site. It was noted that the patient had a pocket wound healing issue. The patient's battery site was cleaned out and no infection was found. The patient underwent an explant procedure. Infectious control believed that the patient would have to be on antibiotics the rest of her life if the physician did not just explant her and let her get cleared up.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was having drainage at the ipg site. It was noted that the patient had a pocket wound healing issue. The patient's battery site was cleaned out and no infection was found. The patient underwent an explant procedure. Infectious control believed that the patient would have to be on antibiotics the rest of her life if the physician did not just explant her and let her get cleared up.

Event description:
A report was received that the patient was having drainage at the ipg site. It was noted that the patient had a pocket wound healing issue. The patient's battery site was cleaned out and no infection was found. The patient underwent an explant procedure. Infectious control believed that the patient would have to be on antibiotics the rest of her life if the physician did not just explant her and let her get cleared up.